Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) (rn) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 381mg/dl. The customer's expected fasting blood glucose test result range is 65mg/dl to 110 mg/dl (fasting) and between 120-150 mg/dl(non-fasting).the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 243mg/dl using true track meter and 245mg/dl using the same meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 07/321/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): reviewed meter memory: (B)(6). Meter memory was not set with date and time correctly.